Manufacturer narrative:
Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. According to the picture of the insertion handle screw thread that we received from (B)(6), it looks like the thread had a minor deformity. However, the thread looks integral and without breakage. This report is submitted following an FDA inspection at the manufacturer facility. Note: this product is no longer marketed in the USA.

Event description:
During nail insertion in (B)(6), the screw thread of the insertion handle instrument was broken after the handle was separated from the nail. The nail was inserted using the insertion handle and a hammer . The handle could not be disconnected.